Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely after receiving a vibratory notification. On (B)(6) 2017, the patient was brought into the clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was restored successfully, and patient's parameters were re-entered. The patient remained asymptomatic during and after the clinic visit.